Event description:
While performing a soft sarcoma procedure on the pt's right inner thigh, it was noted that the orange freeze control valve knob did not shut off completely. In order to discontinue freezing of the probe, the liquid nitrogen in the dewar was vented. There was no pt complications.